Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the act button was not pressing completely and up and down keys not connecting. The customer blood glucose level was 151 mg/dl at the time of incident. The customer stated that the insulin pump had no delivery alarm. Customer was advised to the pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.